Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the customer was experiencing high blood glucose above 500 mg/dl. Customer treated high blood glucose with manual injections. Customer's mother declined troubleshooting on the insulin pump. The device is not returning the device for analysis. The customer¿s mother reported via phone call, the insulin pump had alarmed no delivery during a bolus. Customer¿s blood glucose was over 500 mg/dl. Fixed prime was performed and insulin exited. Customer¿s mother removed the site and noticed the cannula was bent. Customer changed the infusion set.